Event description:
An ophthalmologist reported that the lenses have been observed to have scratches on them and thinks the forceps may have made contact with the lenses. There was no pt impact reported.

Manufacturer narrative:
The customer returned one forcep. The original package was not received. The device was wrapped in paper. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to MFR's acceptance criteria. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. Signs of use were visible. The edges of the grasping arms are partially too "sharp" and does not meet the spec. The grasping arms were not polished properly. The complaint history was reviewed two yrs back. It resulted that this is the first time the grasping arms were not properly polished. The product did not meet specs. Polishing of the grasping arms is a manual process controlled by the employee. Whether "sharp" edges led to scratched lenses could not be determined. (B)(4).